Event description:
As reported by the user facility: "clinic using 1 liter container with stationary pump to dispense idtn (nutrition for dialysis patients), loop at top of bag breaking, x 2 bags broke. Bag fell off pole (too heavy) onto dialysis machine and dislodging the IV tubing from patient, blood spue from everywhere" pharmacist has concern of stability of loop at top of bag and feels needs to be stronger. She does not deny that staff may have contributed to weight of bag, stretching it to break for staff tends to spike bag when hanging on pole already. She stated that she educated the staff recently not to spike bag that way. She cannot give lot numbers due to there are "thousands of bags on units in multiple facilities". Additional information provided by the facility, indicated that no one was exposed directly to the patient's blood and no employee was treated for hepatitis exposure. It was also reported there have been no incidents of this nature since all hospital staff have been retrained to spike the bag on a flat surface before hanging the bag.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the sample and a lot number, a thorough investigation could not be performed. No specific conclusions can be drawn. There have been no other reported incidents of this nature against the reported part. It appears from the event description, additional information provided by the facility, and the fact that there have been no other reported events of a similar nature, that the bag stretched beyond its capabilities. It was also reported by the facility, that the staff may have contributed to the event by improperly spiking the bag when already hanging on the pole. All available information has been forwarded to the actual manufacturer for further evaluation.